Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2019 with low flow alarms. The vad flow was stable but on a reduced level. The patient had bronchitis and while coughing low flow alarms would appear. The patient's inr was 1.5. The patient was admitted and intravenous (IV) heparin perfusor was started. A transthoracic echocardiogram (tte) showed the patient's ejection fraction (ef) to be 35%. The patient's pump speed was reduced to evaluate the potential for weaning, but the change was not tolerated. A tte was then not possible so a computed tomography (CT) anio was performed. This showed that the inflow cannula had changed position and was pointing to the lateral wall. There was also a reduction in the diameter of the outflow graft. The patient then underwent an hmii to hm3 pump exchange on (B)(6) 2019.